Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was continued when the issue happened. A field service engineer (fse) examined the system on-site and confirmed that failed to emit x-rays. After reviewing log file, fse found x-ray generator reports an error, the issue persists after cold restart. Upon troubleshooting fse found that there was tube grid defect. To resolve the issue, fse performed the tube conditioning and adaptation and replaced the x-ray tube. After replaced x-ray tube, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.